Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. A steerable guide catheter (sgc) and a mitraclip xtw were inserted without issues and grasping was performed. However, it was observed that the sgc lost its seal, a loss of fluid column occurred, and air bubbles were observed in the ventricle. Therefore, the sgc and cds were promptly removed. It was noted that there were no device issues with the clip. The patient recovered. A new sgc and a new mitraclip were then prepared, inserted, and the procedure was continued. Two clips were then implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.